Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a"self check failure -1003" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or observed during our investigation. The customer provided a photograph of the error code being displayed on a device screen. However, review of the forensic memory did not find any occurrences of the self check failure-1003 or any evidence of a device malfunction which is very unusual .this device was put through extensive testing including a complete calibration and outgoing system tests without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.